Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient faced infusion set tubing detachment and tubing came apart. Location of detachment was at reservoir. Infusion set had been used for three days. This event occurred on 26-dec-2024. No further information available.

Manufacturer narrative:
H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure. E1: patient city: (B)(6). Patient country: spain.